Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reportable field event of back vvi was confirmed in the laboratory by reviewing the reset logs and device image. The cause of backup vvi was due to temperature sensitivity of the u2 ic.

Event description:
It was reported that during implant the device was shown in backup vvi mode. The device was not implanted and another device was used. Pt condition was good.